Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A biomedical technician reported that a knife exhibited a sharpening issue during surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
As no sample has been received by manufacturing for evaluation, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the first complaint for the reported issue associated with the reported lot number. As no sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Event description:
Additional information was received on a returned questionnaire clarifying that the surgeon took an alternate knife in order to complete the procedure with no medical or surgical intervention required to the patient. This issue was reported as resolved.